Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ extended enteric bacterial panel (xebp) assay (ref. 443812) kit lot: 5079025 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. The review of quality control records of bd max¿ xebp lot: 5079025 revealed no anomalies that could explain the customer¿s discrepant results. Customer reported a suspected false positive result for the vibrio target, as a repeat test yielded a negative result. Customer provided two run reports (B)(4) from bd max¿ instrument ct3204 with a suspected false positive vibrio result in sample position a12 (run (B)(4) and a negative result retested in position a9 (run (B)(4). Pcr curve adjudication of the vibrio positive sample in run (B)(4) revealed late and low but appearing to be true vibrio positive amplification. Retesting the same sample in run (B)(4) resulted in no observable amplification. A low positive sample, such as the one found in run (B)(4), can occur due to bacterial titters in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max xebp assay lot: 5079025. The root cause was not identified. However, specimens at or near the assay limit of detection (lod), as well as environmental or cross contamination could explain the customer¿s discrepant result. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false positive vibrio patient result was obtained. Test was repeated and was vibrio negative. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false positive vibrio patient result was obtained. Test was repeated and was vibrio negative. There was no report of patient impact.